Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 15 bd venflon¿ pro safety catheters had the needle pierce the catheter. The following information was provided by the initial reporter: "half of the heel of the stylet is covered with the cannula itself, the stylet is therefore not fully inserted inside the vein."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-mar-2022 h6: investigation summary two photos and twelve samples without packaging were received by our quality team for evaluation. The first photo shows a used 18g (green protection cap) venflon pro safety sample with blood contamination at the catheter tip, the cannula seems to be partially withdrawn. The second photo shows one 18g (green protection cap) and two 20g (pink protection cap) venflon pro safety samples, one of the 20g samples is contaminated with blood and the needle is pierced through the catheter. From the samples, one sample was observed with the needle pierced through the catheter. Ten samples were observed with the catheter tip damaged. One sample was observed with no abnormality in the catheter tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a 100% online automated vision inspection system that can detect and reject product not meeting the lie distance (catheter tip and cannula bevel end position). If the needle is pierced through the catheter in the manufacturing process, the defect part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product. On one returned sample, blood was observed on the catheter. This indicates that the product was used and had successfully penetrated the vein. Therefore, the probable root cause for the cannula pierced through the catheter could be due to the user partially withdrawing the needle from the catheter and reinserting the needle into the catheter, the needle then pierced through the catheter and damaged the catheter. For the peelback effect mentioned in the customer verbatim, it could be due to catheter tip damage as observed on ten of the samples. The probable cause of the catheter tip damage could be due to incorrect product application. The user may have unintentionally withdrawn the cannula slightly during penetration. When the cannula is slightly withdrawn, the catheter tip will be over the cannula bevel end position. If the user did not notice and continue to penetrate the patient¿s skin, the user will feel the need to apply a higher force during penetration because the cannula bevel end is being covered by the catheter tip. By forcefully penetrating the patient¿s skin, the catheter tip will also be damaged. However, as it is not possible to confirm how the product has been used, and no similar quality notifications have been raised for the reported defects in the past 12 months, a root cause cannot be determined. H3 other text : see h10

Event description:
It was reported 15 bd venflon¿ pro safety catheters had the needle pierce the catheter. The following information was provided by the initial reporter: "half of the heel of the stylet... Is covered with the cannula itself, the stylet is therefore not fully inserted inside the vein."